Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for supraventricular tachycardia (svt)/atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool® smart touch¿ bi-directional navigation and suffered a heart block av requiring surgical intervention. During the procedure, approximately 15 seconds after coming off of ablation, the patient went into heart block. Initially, there were no interventions. Patient was placed under observation. On post procedure day 2, a pacemaker was implanted. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for monitoring and pacemaker implantation. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was not bwi product-related. Physician indicated that the patient was subject to eventually needing a pacemaker, due to a long pr interval (pri) and left bundle branch block (lbbb) that was discovered pre-procedure. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.